Event description:
The customer called ameda on (B)(6) 2014 stating that she experienced two separate events of batteries leaking, the first on (B)(6) 2014, while using the purely yours breast pump with the a/c adapter and installed batteries, the second on (B)(6) 2014 while pumping with new batteries inserted (the a/c adapter was not plugged in). During both events, she observed dark gray fluid leaking from the underside of her pump while pumping. She removed the battery compartment door both times and observed, what she described as "exploded batteries". The customer stated that she was not injured and did not seek medical attention either by phone or in person.

Manufacturer narrative:
Mother was sent replacement motor, cord and valves on 10/14/2014 and was asked to return original motor and cord for inspection. (B)(6) return shipping label was provided for product return. Calls made to customer on 10/22/2014, 10/23/2014, and 10/28/2014 for return shipment status. Certified letter with enclosed (B)(6) prepaid return label was mailed on 10/28/2014 to customer. Products have not been returned to ameda inc. For evaluation.